Event description:
A physician reported on a pt who was treated on 8 june 1997 into the perioral lines and smile lines. The pt drank 2 glasses of cognac on the day of implantation. On 9 june 1997 the pt developed erythema and swelling at the implantation sites, and depression due to psychological problems. After three weeks the symptoms disappeared in perioral lines; erythema and papules continued at the smile lines. On 9 june 1997, topical mecortolon ointment and oral dexamethazon were prescribed. The physican considered the intervention partially effective; the symptoms were considered partially resolved on 30 june 1997. The depression still existed. The symptoms were considered by the treating physician to be product related. The physician considered the cognac intake a precipitating event.